Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through resetting the pump, after which the pump no longer displayed the error code. The caller successfully started their sensor session.